Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a drop in impedance measurement to approximately 200 ohms. Trending displayed pace impedance decrease from approximately 920 ohms range to the 720 ohms range. In addition, there was a rise in threshold from 0.8v to 1.4v. The rv threshold soon returned to around 1v however the rv impedance measurement had not returned to pre acute change values. Boston scientific technical services reviewed the available data and provided troubleshooting advice. Additionally, far-field oversensing was recorded. The patient has yet to be seen in-clinic and there is no plan to do any intervention since the lead is functioning appropriately. No adverse patient effects were reported. This rv lead remains in service.